Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not be advanced to the appropriate position. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated sections: device available for eval? From "yes" to "no." Complaint record ID # (B)(6). H3 other text : device not returned.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not be advanced to the appropriate position. The iab was meant to be used as support for percutaneous coronary intervention (pci) in an emergency case. The pci was continued and completed without iab therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).